Event description:
During service, failure code 570 was found. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.